Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the implant had fluid loss. The aus was explanted and replaced. No further patient complications reported.